Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and causing a delay in dispensing the medication to patient, but the user managed to retrieve the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 2.1 could be recovered easily. However, further investigation revealed that the latch solenoid plunger spring was broken. A field service engineer replaced the plunger spring and then verified the proper operation of the medication system and both drawers 2.1 and 2.2 through hta and the application. The system functioned as intended after the field service engineer repaired the device.